Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Based on the information received patient factors most likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm implanted for approximately one (1) year, two (2) months is symptomatic of aortic insufficiency. It was reported the cardiologist recently reviewed the patient's echo which showed a large amount of aortic insufficiency. At this time, the device remains implanted and the patient has not been scheduled for re-operation. Echo review impression: echocardiograms performed shortly after and again ~ 14 months after 19 mm bioprosthetic aortic valve replacement reveal normal aortic valve hemodynamics and stable mild or mild-to-moderate aortic regurgitation of indeterminate origin. The submitted images do not allow the reliable distinction between central (valvular) and paravalvular (¿perivalvular¿) aortic regurgitation; if clinically appropriate, carefully performed transesophageal echocardiography could be of help in making this distinction. The absence of progressive lv dilation suggests that the aortic regurgitation is probably not of hemodynamic significance. Through follow up with the healthcare provider edwards learned that the 19mm was explanted after an implant duration of one (1) year, five (5) months, two (2) days, due to perivalvular leak secondary to dehiscence. "A diagonaling aortomy was reopened to expose a normal-appearing prosthetic valve with a large area of dehiscence beneath the left coronary, making it difficult to repair"; therefore, the 19mm valve was explanted and replaced with a 21mm aortic pericardial valve. During the procedure the patient also underwent mitral valve repair with a non-edwards annuloplasty ring. The patient was transported to the intensive care unit (ICU) in stable condition and was discharged on post operative day fifteen (15).

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform distortion at commissure 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at outflow aspect. Commissure 2 was bent outwards. And there was a gap, approximately 2mm at central area, between free margins of leaflets 1 and 2 most likely due to bent commissure 2. Leaflets 1 and 2 closed up the gap as commissure 2 was pushed towards central area of the valve. Customer report of perivalvular leak could not be confirmed through visual observations. Based on the evaluation done by engineering, a definitive clinical root cause could not be identified. Pvl may have been caused by improper sizing, seating, or implantation technique. Patient anatomy and physiology may have contributed to the pvl. Per customer, this (B)(6) female patient had a history of triple vessel coronary artery disease and valvular stenosis, congestive heart failure, shortness of breath, asthma, atrial fibrillation, acute kidney injury, hemorrhagic shock, hypertension, thrombocytopenia, hypoxia, type ii diabetes, dyslipidemia, and stage ii kidney disease. It is possible that these patient conditions could have contributed to the reported pvl. In addition, design/manufacturing root cause of the reported paravalvular leak could not conclusively be determined. However, paravalvular leak is a known procedural complication that is unlikely to be caused by a device malfunction or manufacturing defect. Product evaluation found wireform distortion at commissure 2, which was bent outwards. There was a gap, approximately 2mm at central area, between free margins of leaflets 1 and 2 most likely due to bent commissure 2. Leaflets 1 and 2 closed up the gap as commissure 2 was pushed towards central area of the valve. It is possible that some of the damage to the valve as received was from the explant procedure. It is also possible that the valve was damaged during the implantation procedure 1 year and 5 months ago, and this damage may have contributed to the reported pvl. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.